Event description:
It was reported that pump displayed altitude alarm 21 earlier in day but insulin delivery was not currently suspended and cartridge did not need to be replaced. There was no adverse impact to the customer¿s blood glucose level. Customer received tips from technical support on preventing altitude alarms, understood instructions, and successfully resumed insulin using original cartridge, with no additional issues reported.